Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0146 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0146) have been reported from two u.s. Facilities. (B)(4).

Event description:
Per medwatch: "found out about this on (B)(6) 2018 from the PICC team. Defect or failure created an unsafe condition." Patient was brought back to facility by parents on (B)(6) 2017 with a hole in the PICC line in the leg extension above the hub for the needleless connector. Patient had to go to surgery to have a broviac placed.